Manufacturer narrative:
Applicator (B)(6) has been returned and investigated. Visual inspection has been performed on the returned applicator and no issues were observed. Customer reported that the sensor was slightly rusty around the needle when the box was opened. Applicator had been fired. Sensor was not returned. Further investigation was not performed due to no product returned. Therefore, issue is closed to no product returned. The sensor and sensor pack has been requested back for an investigation and the customer agreed to return the device; however, at this time sensor and sensor pack has not yet been received. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits met specifications prior to release to distribution. If sensor and sensor pack is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. This also serves as a correction report. Section h4 (device MFR date) was incorrectly documented in previous report. The correction has been made in this report. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported prior to use ¿the sensor was slightly rusty around the needle ". There was no indication that the customer applied the device to their body, and no patient consequences were reported. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported prior to use ¿the sensor was slightly rusty around the needle ". There was no indication that the customer applied the device to their body, and no patient consequences were reported. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Applicator (B)(6) has been returned and investigated. Visual inspection has been performed on the returned product and no issues were observed. Customer reported for "the sensor was slightly rusty around the needle when the box was opened." Applicator had been fired. Sensor was not returned. Further investigation was not performed due to no product returned. Therefore, issue is closed to no product returned. The sensor and sensor pack has been requested back for an investigation and the customer agreed to return the device; however, at this time sensor and sensor pack has not yet been received. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits met specifications prior to release to distribution. Section d4 (primary UDI number) was updated based on returned product download. Section d4 (serial number) was updated from (B)(6). If sensor and sensor pack is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported prior to use ¿the sensor was slightly rusty around the needle ". There was no indication that the customer applied the device to their body, and no patient consequences were reported. There was no report of death, serious injury, or mistreatment associated with this event.